Event description:
The customer reported high bgs. During the call the customer was hospitalized for low bgs. Customer also mentioned that customer frequently has low bgs while sleeping. Troubleshooting was performed. The programming and histories on the pump were not accurate. Assisted the customer in correcting programming. The customer stated that customer did not administer a bolus that it was in the bolus history. Customer is legally blind. Suggested to disconnect from the pump and use manual injections.